Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced occlusion issue on (B)(6) 2026 due to kinked cannula which occurred due to beam on gym equipment hit the patient on the side of the infusion set site. The site of insertion was abdomen.